Event description:
It was reported that the system footswitch was sticking intermittently resulting in continued upward and downward motion of the c-arm after the footswitch was released. No injury reported. A field engineer was dispatched to the site and it was determined that the footswitch needed to be replaced. Once this was completed the system was working as intended.